Event description:
Pt had a dual chamber pacemaker. Aicd implanted in 2006. In 2007, pt had one ICD shock followed by 4 more in the next day not associated with other symptoms. Pt placed in hospital and had ICD lead revision in 2008.